Event description:
Information was received, from a friend/family member. Regarding a patient, who was implanted with an implantable neurostimulator (ins). For urge incontinence and urinary/bowel dysfunction. It was reported, that about 2 months ago, the patient suddenly started to have all sorts of pain coming from the ins site. The caller stated, that the patient initially thought the pain was from something else, but the pain got worse. And now the patient cannot walk. The patient had not made any changes to programming, prior to calling. The patient was redirected to their healthcare provider (hcp) to further address the issue, but the caller said, it was almost impossible to get an appointment. Agent reviewed, that the patient could consider changing to a different program or turning the therapy off to see if the pain subsides. But ultimately, the patient would still need to follow up with the hcp to have the ins checked. Caller called back for assistance turning stim off. Reviewed how to turn stim off.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.